Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105 alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105, caused by a severed motor mount screw that was jammed into the motor gears. The motor assembly, including the screws, was replaced.